Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer noted that she had been hospitalized due to an infection, which contributed to her high blood glucose. She requested to increase her basal rate on the insulin pump and was advised to increase the basal rate from 20 to 120 percent. The customer's blood glucose was 531 mg/dl when she set the temporary basal and was able to treat with the insulin pump. The customer reprogrammed the basal rate, and it was active on her insulin pump's screen. The customer's most recent blood glucose was 419 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.